Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes / messages.

Event description:
It was reported that the device allegedly sounded an alarm and presented error codes. There was no patient involvement.

Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flashed software for communication error. Replaced u1 led on display board assy was dim segment and iui connector assy was corrosion. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/20/2019 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.